Event description:
It was reported that pump screen stayed dark and pump would not turn on despite multiple attempts, including pressing button, removing pump from case, and connecting to a working power source, while pump showed red light around button and vibrated regularly. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump into storage mode before returning it, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.